Manufacturer narrative:
The gore® cordiform septal occluder instructions for use states: adverse events associated with the use of the occluder may include but are not limited to: new arrhythmia requiring treatment.

Event description:
It was reported the physician implanted a gore® cardio form septal occluder on (B)(6) 2021. On (B)(6) 2021, a paroxysmal atrial fibrillation was noted, and the patient was treated with atenolol. The 1-month follow-up EKG was noted to be normal. The device remains implanted.